Event description:
The consumer reported that the patient had just been implanted on (B)(6) 2016 . The implantable neurostimulator (ins) was dead and they couldn't get it to charge. He allegedly was told that it should last a week. Additional information received from the manufacture representative (rep) on (B)(6) 2016 reported a difficulty recharging due to poor coupling. Repositioning the antenna and performing an antenna locate feature did not resolve the issue. Using a different ins recharger (insr) that the rep had also did not resolve the issue. The ins was reported to be tilted. The patient was getting 0 coupling boxes the day of the call and before had only been getting 2 boxes for a brief time. The ins was also verified to not be flipped via p-a view x-ray. The healthcare provider (hcp) didn't feel there was a seroma in the pocket and the pocket wasn't particularly swollen. The bandages were off and the staples were removed the day of this call. The rep could palpate the ins though it did appear the superior aspect was possibly more prominent in the pocket, indicating a possible tilt. It was noted by the patient's husband that they had been able to get higher numbers on the antenna locate feature and 2 coupling boxes when they pressed the antenna hard against the ins. No patient symptoms were reported. The dat e of this event was noted to be (B)(6) 2016. The rep noted that she had charged the ins herself the night prior to implant and was able to charge normally and got the ins to 100%. They also had tried using the antenna dial to improve coupling with no success. Indications for use were post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.